Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary interventional procedure. The marker lumen of the proglide device was preflushed with saline prior to the procedure. Reportedly, when the device was advanced into the artery, pulsatile blood flow was not observed no matter how the device was adjusted. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device and the reported marker lumen blockage could not be confirmed as blood was visible in the marker lumen. A conclusive cause for the reported marker lumen blockage could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.